Event description:
It was reported that the pk dissecting forceps instrument has a broken wire. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one conductor wire is broken at the yaw pulley exit. The yaw pulley shows no signs of arcing. Electrical continuity failed. Engineering also observed the instrument main tube has a .750 inch long, .180 inch wide section with material removed parallel to the tube axis. Damaged area is located 4.5 inches above the clevis and has a rough surface finish, due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.